Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely only the 2d images occurred due to breakage or disconnection inside the image sensor due to external stress, as a result there was a connection failure. A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the wrong serial number was displayed when completing a pre-use inspection of the scope.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in evaluation found the complaint was confirmed and the scope ID was incorrect. In addition, evaluation found the adhesive of the bending section cover was chipped, the label on the light guide connector was peeled, the video connector on the slave side was deformed, and switch #2 did not work. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that a different serial number (B)(4) was displayed when the connector of the endoeye flex 3d deflectable videoscope slave was connected. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the 2d/3d switching display did not light up and only 2d images were displayed. The report is being submitted due to 3d images not being displayed found during evaluation.